Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. Advised customer to press esc and act button to clear alarm. During troubleshooting , customer was asked to disconnect and reconnect reservoir from the infusion set to verify if connections is secure. Customer states connection secure. Next, customer was asked to manually push reservoir plunger and verify if insulin exited. Customer stated insulin did not exit. Customer changed reservoir and infusion set to retest. Verified insulin exited. Afterwards, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Advised customer the issue might be the reservoir. Advised customer to replace reservoir and set. Customer's blood glucose level was 102 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).